Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. The customer stated that there was an issue with the backlight and that she was unable to turn the backlight on when there was a message on the screen. The customer's blood glucose was 89 mg/dl. The customer stated that she was not performing any programming activities while on vibrate mode. After troubleshooting, it was found that the customer was able to have the backlight work. The customer was advised that the insulin pump needed to be replaced. The customer was advised that a replacement insulin pump would be sent due to the customer's distrust with the backlight function. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.